Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output several hours post implant. The physician elected to do an invasive procedure to analyze the system. The lead was disconnected, threshold testing was excellent and the lead was reconnected without incident.